Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis twice. Troubleshooting revealed that the customer changed the infusion set prior to being hospitalized. After changing the infusion set, it was stated that the insulin pump alarmed no delivery, but the customer did not change the infusion set again. It was also stated that the cannula was bent when it was removed. The insulin pump was programmed correctly.